Manufacturer narrative:
The field service engineer replaced the power management board and the issue was resolved. The power management (pm) board was returned for failure investigation. A visual inspection and testing was performed on the pm board. Customer complaint was not verified. All user interface functions performed correctly with the returned pm board installed in a test ventilator. The pm board passed all functional tests.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
The customer reported the touchscreen is not working. There was no patient involvement. The customer spoke with a remote service engineer (rse) and confirmed the power management board had been replaced recently per the field action. The customer attempted to calibrate and the ventilator would not acknowledge a touch. The customer swapped the graphic user interface and the problem persisted. The rse advised the issue is either an issue with the power management board or the cpu (central processing unit) board. The customer will swap in a power management board from another ventilator. The customer replaced the power management board with a known good power management board and the issue was resolved, so the customer put the original power management board back into the ventilator and the issue resumed.